Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun.

Event description:
The customer reported that while in patient use the ventilator suddenly start giving a clicking sound and noticed that the vte readings on the vent were dropping. Attending respiratory therapist looked circuit over for leaks and found none. Vent then gave a visual/audible low ve alarm. At that time respiratory therapist moved patient to a back up vent. No patient harm.